Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was (B)(6) mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.